Manufacturer narrative:
The investigation was completed and no product was returned. Tachycardia, thrombosis): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support patient had a multiple runs of no sustained ventricular tachycardia (vt) and, magnesium was administered. Patient had another episode of vt following night for which patient was shocked and amio, bolus administered, echo done and impella position confirmed. Cat scan revealed small infarction, patient more alert today and able to follow commands. Impella successfully weaned and explanted.